Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead exhibited high lead impedance as well as new onset of diaphragmatic stimulation. The lead was attempted to be replaced, however was unsuccessful due to patient anatomy. The chronic lead remained in place and was programmed off. The patient¿s condition was stable before, during, and after the procedure.